Manufacturer narrative:
Device evaluation of electrode belt been completed. The reported problem (non-functional ecgs) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to a migrating pulse wire in ECG c causing intermittent failures. The root cause for the migrated wire has not been positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.